Event description:
It was reported that following an MRI, the pt experienced return of symptoms. A motor stall and motor recovery were recorded in the event logs, although no length of time was reported for the motor stall. The hcp reported the pt had responded to a bolus given that day. The drug in the pump was clonidine. No concentration or dose were reported. No further outcome was reported. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.